Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range right atrial (ra) lead and right ventricular (rv) lead impedance measurements. The first out-of-range ra measurement was in (B)(6) 2018 and has been varying between 500-3000 ohms since (B)(6) 2019. The first out-of-range rv measurement was in (B)(6) 2018 and has been repeatedly above 2000 ohms since (B)(6) 2019. Boston scientific technical services (ts) recommended investigating the lead integrity by performing patient testing and x-ray imaging. A review of the arrhythmia logbook confirmed no evidence of noise, or mv signal oversensing. No intervention was performed and the patient will be monitored. No adverse patient effects were reported. The device remains in service.